Event description:
Caller reported that cartridge was not fitting properly on pump, with the cartridge not fully snapping into place. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer removed case from pump as instructed and followed steps to resolve the issue, including removing an obstructive o-ring and cleaning the pump area. Customer then successfully loaded a new cartridge onto the pump and resumed insulin delivery.